Event description:
Patient was revised to address a cup which had loosening and shifted. It was suspected that the cup had been loose for quite some time, because there was soft tissue on the backside of the cup. Severe poly wear was also reported. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. Revision operative notes were provided. It does state that the acetabular cup was loose and that it along with approximately four bone screws were removed. There is no statement indicating the cup had shifted as first reported. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.